Manufacturer narrative:
The user responded to dario's initial troubleshooting email, however, despite multiple attempts to follow up with the user, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On july 13th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving from his dario meter a bg reading of 418 mg/dl compared to a bg reading of 129 mg/dl from his non-dario meter, which he received approximately 40 minutes later. The user stated that his normal bg range is 129 mg/dl.